Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, an alleged foreign material was found between the cannula and stylet. It was further reported that the procedure was performed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one magnum biopsy needle and three electronic photos were provided for evaluation. The investigation was inconclusive for foreign material present on device, as the device was returned in an open configuration and the initial out of package configuration could not be reproduced. However, no anomalies were noted with the returned open sample or photos provided. Based on the photo review, foreign material cannot be confirmed. Based upon available information, the definitive root cause could not be determined. It was unknown if procedural issues contributed to the reported event. It should be noted that per manufacturing procedures, all magnum needles are 100% visually inspected before and after sealing. Therefore, it was unlikely that the root cause is manufacturing related. Labeling review: the current IFU (instructions for use) states: how supplied: the magnum needles are supplied sterile and nonpyrogenic unless the package has been opened or damaged. Bard magnum biopsy needle preparation: using aseptic technique, remove the needle from the package and from the protective sheath. Precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy, an alleged foreign material was found between the cannula and stylet. It was further reported that the procedure was performed with another device. There was no patient contact.